Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Pt had grinding noise during range of motion at full weight bearing. Pt opened. No apparent reason for grinding. Could not duplicate on table. Poly replaced with size 7 16 mm ts insert.

Manufacturer narrative:
An event regarding revision surgery involving a x3 triathlon insert ps#7 13mm was reported. The event was not confirmed. A visual inspection of the returned insert showed nothing significant about the physical state of the device. Dimensional and functional evaluations were not performed as the device was implanted. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. A complaint history review indicated that there have not been any other events for the specified lot. The reported event involves the patient having grinding noise during range of motion at full weight bearing. When the patient was operated on the surgeon found no apparent reason for the grinding and could not duplicate the noise on the table. The insert was replaced with a thicker insert. The exact cause of the event could not be determined. No further investigation for this event is possible at this time.

Event description:
Pt had grinding noise during range of motion at full weight bearing. Pt opened. No apparent reason for grinding. Could not duplicate on table. Poly replaced with size 7 16 mm ts insert.